Event description:
It was reported that during a surgical procedure, metal shavings were noticed in the uterus, the surgeon was able to retrieve them with no harm to the patient.

Manufacturer narrative:
The investigation of the instrument finds the distal end of the outer tube has significant damage, with the metal having been peeled back and melted by excessive heat. Some metal appears to be missing. There are deep gouges along the outer tube from the burnt metal being shaved off. The remainder of the distal end of the outer tube has no damage and the burnished edge is still in good condition. The acmi logo on the eyepiece is misaligned. At the proximal end in the housing window there is debris on the back side of the window. The outer tube is also bent significantly. The scope was damaged by the user as evidenced by the burnt distal end and groove along the length of the tube. The missing pieces of metal resulting from the burnt distal end and scrape along the tube length are the likely cause of "metal shavings" observed by the customer as noted in their complaint. The loose eyepiece and debris noted inside of the scope is evidence that the scope was likely subjected to unauthorized disassembly or repair.